Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to erosion with infection. A new system was implanted. No additional adverse patient effects were reported. This lead was explanted.